Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3889-28, lot# va1kq0v, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care provider regarding a patient with a trial external neurostimulator (ens) for non-obstructive urinary retention and urge incontinence it was reported that the patient felt a sharp pain in his back when he rolled over during the night of (B)(6) 2018, where it was sore from the incision site and that they had an extra lead hanging out but they put the lead back into the ens. And on (B)(6) 2018 the health care provider reported that the patient had an infection at the pocket side and the lead was removed. No further complications were noted or anticipated.